Event description:
Customer reported via phone, she didn't believe the insulin pump wasn't administering insulin. Customer's blood glucose was 360 mg/dl and current was 430 mg/dl. Customer stated his blood glucose was 400 mg/dl five minutes ago. She bloused twice and blood glucose continued to rise. Customer's symptoms were slight nauseous, tired and exhausted, logy, and confused. Customer forgot to fill the cannula dead space after removing the introducer needle. Customer stated the screen on the insulin pump showed a lower amount of insulin then was customer started with. Customer will review the setting to ensure they are correct. The device was not worn during an MRI nor was it exposed to a strong magnetic field. Displacement test was performed and the device passed. Customer agreed the device was functioning as designed and is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.